Event description:
Reporter alleged blood glucose monitoring device readings were generated that are outside the reading range of the meter. It was stated the meter read 858 mg/dl while an hour before performing the test; the meter result was 30 mg/dl. It was stated when looking in the meter memory, the 858 mg/dl value could not be found and the only results were of a 30 and 301. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.